Manufacturer narrative:
The device was not returned for evaluation, no pictures of the device were provided, and specific questions regarding activation timing were not answered. The complaint could not be confirmed, and root cause is undetermined. This should be considered the final report. If additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges: "patient was undergoing office vasectomy. Handheld cautery was being used. I noted that the cautery seemed to be producing more heat and smoke than usual, and I noted warmth on my hand while using it. It also burned 2 marks on the drape on the back table when it was set down, despite the tip not being in direct contact with the drape. Subsequently, a raytec that was not in direct contact with the cautery (at least 3 inches away) appeared to have some brown color changes so I picked it up off the patient to examine it. It began to smoke. While walking over to the sink with raytec in hand, the raytec caught on fire. I dropped it in the sink and the fire was put out with water."